Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 28-jan-2019, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok keypad button was under responsive.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-may-2019 with the following findings: during investigation, there was no damage or peeling to keypad. Ok key is over responsive, down, up and contrast keys are working. Removed the keypad, no evidence of contamination under key contacts. Ok button contact is cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.